Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm verified proper operation of the iabp with minisim and cardiosave trainer, verified ECG gain check per service manual. The fse stated that during testing no issues were found with the iabp or ECG waveform. The stm performed a complete pm, during pm the stm found that the batteries were not holding charge and depleting within 20-30 minutes. The stm replaced the batteries, per customer request and then completed the pm. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by the end user that the ECG of the cardiosave intra-aortic balloon pump (iabp) is not reading correctly. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.